Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic keto acidosis and hospitalized for treatment. The customer was also experienced differences between sensor glucose and blood glucose levels. The customer reported blood glucose value of 772 mg/dl along with symptoms of fatigue, dehydration and confusion/disorientation and the sensor glucose was 400 mg/dl. The customer reported hyperglycemia, diabetic keto acidosis, fatigue, dehydration and confusion/disorientation were treated with emergency room visit, IV insulin drip, overnight hospitalization stay. The event involved product(s) mmt-7040c1. Troubleshooting was performed for hyperglycemic event. Troubleshooting was performed for difference in glucose levels. The difference between sensor glucose and blood glucose values was 372 mg/dl and it is beyond 30% limit. No harm requiring medical intervention was reported. Product return for mmt-7040c1 was not expected.